Manufacturer narrative:
The service technician evaluated the device. Bench tested, temperature was above average. Upon investigation, found an unknown substance sticking the turbine bypass preventing flow. As a resolution, turbine bypass is cleaned and reported problem resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1150 feels warmer than most normal ventilators. As an intervention, the ventilator was traded out. The customer confirmed that there was no patient harm associated with the reported event.